Event description:
It was reported that a pt underwent a mastectomy procedure on (B)(6) 2010. The surgeon used a 15fr drain and by mistake connected it to a 10fr drain adapter. The connection area of adaptor was fixated by suturing. When the reservoir was activated, it sucked properly. After the pt was moved toward, the drain did not suck enough, and a blood tumor was formed, so the pt underwent re-operation. The pt is currently in stable condition.

Manufacturer narrative:
(B)(4): hematoma . Conclusion: should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.